Manufacturer narrative:
Sscor contacted (B)(6) on (B)(6) 2017 after receiving notification of issue online. While speaking to (B)(6) she stated that the device used, was over 7 years old and it still had the original 1200cc single use suction canister in place on the device. Canisters have an expiration date which is printed on the side of the canister. The canister used was past the expiration date which could have contributed to the issue, due to cracks. (B)(6) replaced the canister on the device and the device worked to specification.

Event description:
(B)(6) was called to the house of an (B)(6) male on (B)(6) 2017. When she arrived, the patient was receiving CPR. (B)(6) administered a combitube to secure the patients airway. While still at the house the patient's stomach contents began to expel into the patients oropharynx. (B)(6) stated the airway was secured. However, the contents were making a mess so she used the 74000 to clear the stomach contents. At that point she realized she was not getting any suction. The patient was moved to the ambulance and they cleared the stomach contents with the wall mounted suction. (B)(6) stated that the delay in suction did not in any way affect the outcome of the patient.